Event description:
During a routine follow-up, the diagnostics indicated a high voltage output into a 19 ohm hv lead impedance. Testing was conducted at that time to determine if there was an insulation breach on the lead. A capacitor maintenance was performed and the device was unable to charge above 350 v. While explanting the device and the lead, the physician observed lead damage. However, this damage may be a result of lead removal.